Event description:
It was reported that, during total laparoscopic hysterectomy, the device turned on by itself even though it was not touched. Also, it was activated automatically at an unintended time. The device was reactivated, but the issue was not improved. The blade tip was not broken off and no pieces fell into the patient. Gen11 was used. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 9/28/2023. D4 batch #: unknown. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 11/3/2023. D4 batch #: a9cf6e. Additional information was obtained: ·soon after the device was used, unintended activation occurred outside the patient's body. ·no health damage to patients or doctors. ·it was also possible to activate it by pressing the control button as usual. Investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the device was returned with the black coating of the blade damaged. In addition, the device was returned with the shaft bent. The device was connected to a test handpiece and tested on a gen11. The device did activate when each of the max and min hand activation buttons were depressed, but no continuous activation occurred at any time during functional testing. No functional testing could be performed, as the clamp arm did not open and close and due to the returned condition of the instrument. The device was disassembled to inspect the internal components and no anomalies were found.  Occasionally, damaged to the blade coating occurs when the blade is exposed to metal contact and/or high heat/prolonged activation's without tissue present in the distal section of the jaws and the jaws closed.  Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in activation issues such as failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damage blade can result in a broken blade. The damaged on the shaft is related to improper use of the device. It should be noted that as part of our quality process all  devices are manufactured, inspected, and released to approved specifications. As part of the quality process all devices are manufactured, inspected, and released to approved specifications.  A manufacturing record evaluation was performed for the finished device batch a9cf6e and no non-conformances were identified.